Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced a low blood glucose level in the 40's mg/dl. The customer stated that he was not sure of his blood glucose reading. Customer reported that he had issues with some of the sensors where the sensors do not work with the transmitter. The customer had issues with his blood glucose going low and the sensor would turn off. When the customer turned the sensor back on, he would see a message that said the sensor glucose value was not available. Customer would unhook the transmitter and try to reconnect but the green light would not come on. Customer would take it out and start over. Customer was advised to return the sensors. Customer declined troubleshooting and stated that all issues were user error. The customer just got his insulin pump today and has not had training. The sensors were returned for analysis. The insulin pump was not returned for analysis.